Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow keypad button was hard to push. The patient denied damage to the keypad and pump. The patient reportedly wore the pump exterior to a garment and cleaned the screen with alcohol wipes. The pump user guide instructs the user do not use household cleaners, chemicals, solvents, bleach to clean your pump. The user guide also instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all keypad contacts.

Manufacturer narrative:
(B)(4): unrelated to the complaint, evaluation revealed a cracked battery cap. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.